Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, five conforming clips according to our manufacturing specifications were fed. A possible cause of the incident reported may be that the device was fired applying excessive axial force. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired to clip the cystic duct, the clips would not form correctly. They became loose and fell out of the jaws on the first two firings and then they twisted on the other firings. Another device was then used and the same situation occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.